Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient will be having their battery replaced tomorrow ((B)(6) 2018). No further complications were reported. No patient symptoms were reported. [Please refer to (B)(4), pt was electrocuted]